Event description:
Related manufacturer reference number: 3006705815-2022-17329. It was reported the patient lost effective coverage after a seizure and fall at an unknown date. Subsequently, x-rays confirmed superior lead migration. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Surgical intervention took place on (B)(6) 2022 wherein the leads were repositioned to the correct location after superior migration had occurred. Effective therapy was reestablished post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.